Event description:
It was reported that during the implant procedure the physician was unable to advance the superior vena cava coil on the first lead. The helix on the second lead attempted would not fully retract. A third lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 pacemaker (B)(6) 2009; 5076-52 implantable pacing lead (B)(6) 2009; 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.